Event description:
It was reported that the pt is experiencing shooting pain. She can't raise her leg and states that the pain has always been there.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.